Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 28th march 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017. The device had failed a self-test and the user would have been alerted with a "warning, device service required" prompt. The device failed a further self-test during manual power cycle on (B)(6) 2017. No further log entries were recorded. The device was disassembled, and technical logs examined for further examination. The technical log and the device history record indicated that the language had been changed after dispatch from heartsine. On receipt, the device was shutting down with a "warning, device service required" prompt. The fault was replicated during the investigation by removing the usb cable during the language reprogramming. This would confirm a failed language change had resulted in the reported fault. The error during the language change could have been caused by a problem with the user hardware, or, the usb may have been disconnected prematurely during the process.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required and switches on automatically.